Event description:
The customer reported via phone call indicating that the insulin pump had a blank display. Customer's blood glucose was 73 mg/dl. The troubleshooting was performed. The customer was advised to insert new aaa alkaline batttery . The customer stated that the display did not return. Customer was advised to discontinue use of the device and revert to a back up plan. The customer was advised that the insulin pump will be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a power connector on the battery tube not properly plugged in. The insulin pump had minor scratches on the display window and cracked battery tube threads.